Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached needle guard is inconclusive due to the returned state of the sample. One 22 g x 0.5 in. Safestep infusion set in an open package was returned for evaluation. An initial visual observation showed no obvious evidence of use. A white dust cap was returned on the luer hub of the infusion set. No needle guard was returned. The needle was noted to be protruding from the packaging during the preliminary evaluation. A microscopic observation revealed a small hole in the clear plastic portion of the packaging of the infusion set. The needle tip was observed to be very slightly damaged. The opened state of the packaging made it difficult to assess when and where the needle guard became detached and/or went missing. Possible causes include improper kit packaging and misplacement of kit components after opening. A lot history review (lhr) of asdvs0068 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found that the needle cover was detached from the needle, so that the needle tip was uncovered upon opening the package. There was no reported patient contact.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0068 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found that the needle cover was detached from the needle, so that the needle tip was uncovered upon opening the package. There was no reported patient contact.